Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007, and mesh were implanted; and on (B)(6) 2010 bard align was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to complete uterovaginal prolapse and stress urinary incontinence. It was also reported that on (B)(6) 2010 mesh was implanted due to removal of eroded mesh, reason for explants was pain, infection and erosion. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, fistula, bleeding, vaginal scarring and other non specific outcomes. No additional information was provided. It was reported on (B)(6) 2010 that patient reported feeling a pop and then some urinary incontinence. It was reported that there was a good urine stream, s/p previous procedure and that the urinary incontinence was only minimal with heavy coughing. It was reported there was no surgical need for correction at this time. It was reported on (B)(6) 2010 exam patient denied use of the meds as prescribed was not drinking water but other beverages, did not go to the pt that was ordered for her, and was not using the estrace as prescribed. It was reported patient on (B)(6) 2011 complained of blood on her pad, swelling in her abdomen, excessive thirst, and was concerned about her kidney function. It was reported pt complained of continued incontinence but continues to refuse the pelvic floor therapy. It was reported that patient has not been compliant with the follow up. It was reported on (B)(6) 2011 patient had an exam wnl per the note, blood sugar was 95. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.